Event description:
It was reported that the device was double beeping. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all tamper seals were intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue of ?double beeping" was duplicated during the investigation. Root cause of the reported event is unknown, but fluid ingression was found on the downstream sensor. Recommended that the downstream sensor be replaced. Product is beyond 3 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6400.